Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a stabbing chest pain and low flow/red heart alarms. The patient was instructed to come to the hospital ed and by the time he arrived, his pump had stopped and it was unable to be restarted. The patient was taken to the operating room and the pump was explanted due to a pump thrombus/pump pocket infection. The patient is being supported by inotropic therapy in the ICU.